Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 524 mg/dl and was addressed via bolus. Reportedly, the customer completed a supply change resolving the occlusion.